Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. H6: b18- the device was discarded and, therefore, was not available for engineering analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm, utilizing gore® dryseal flex introducer sheath (dsf2233 serial# is unknown). It was reported there was resistance upon removal of the sheath. Once the procedure was completed, an angiogram was performed which showed a dissection in the common right femoral. The physician then performed an ilio-femoral bypass. It was also reported physician reports cause of this dissection is related to the sheath removal, in which resistance was noted. Patient vessel size is unknown. No further patient information is available. The patient tolerated the procedure.